Event description:
It was reported that the lower display was missing segments. The device was returned, analyzed and tested out of specification. No patient involvement was reported with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found that the lcd display was out of specification. It was noted that the upper case, lower case, two side bail covers, ring cover and battery drawer were broken. The heart block and lead flex cover were found contaminated. Two side bails and the ring were bent.